Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. The exposed portion of the soft cannula was observed to be torn. The timing and cause of the damage is unknown. The fluid path test showed fluid leaked out of the tear in the cannula. A leak test was performed and confirmed the leak.

Event description:
A patient reports while wearing a pod for 2 hours their blood glucose level had rose to 350 mg/dl. As treatment, the patient applied a new pod that has been reported separate to this case.